Manufacturer narrative:
(B)(4). Customer¿s report of IV tubing not fitting tightly at the hub of the angiocath and leaking could not be confirmed due to the set was not returned for failure investigation. Customer stated the set was discarded. The root cause could not be identified.

Event description:
Anesthesia is reporting the IV tubing is not fitting tightly at the hub of the angiocath. Fluid leaks which could be a safety issue for the pts in the operating room. The luer lock is hard to tighten to the hub of the angiocath. Customer has been adding an extension tubing which is an add¿l cost. The set has been discarded. No pt harm reported. Although requested, no add¿l pt or event info provided.